Manufacturer narrative:
Per tandem's t:slim x2 user guide, "do no remove or add insulin from a filled cartridge. This will result in an inaccurate display of the insulin level on the home screen and you could run out of insulin before the pump detects an empty cartridge." As well as ¿the single-use disposable cartridge can hold up to 300 units (3.0 ml) of insulin.¿ no product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the user filled the cartridge with 240 units. Reportedly, the user added an additional 150 units to the cartridge as they thought they under filled the cartridge. The user reported an inaccurate fill estimate. The user successfully changed the cartridge and resumed insulin delivery. Reportedly, the user's blood glucose (bg) level was 344 mg/dl. The user addressed bg level with a bolus via the pump.